Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
Synergy china registry it was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred to cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the mid left circumflex (lcx) artery with 85 % stenosis and was 18 mm long, with a reference vessel diameter of 3mm. The target lesion 1 was treated with direct placement of 3.50 mm x 20 mm synergy stent system. Following this post-dilatation was performed with 0% residual stenosis. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Angiography without revascularization was performed to treat the event. Four days later, the event was recovered/resolved, and the subject was discharged on aspirin and clopidogrel. It was noted that the target lesion had 60-70% stenosis at the distal end of the circumferential branch, so the possibility could not be completely ruled out, the two lesions were on the same coronary artery.